Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that user-caused damage to the pump housing and pump touchscreen resulted in the pump no longer delivering insulin. Reportedly, pump touchscreen was unreadable and unresponsive. The customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg. The customer reverted to an alternate method in insulin therapy.